Event description:
A customer reported that their freestyle flash blood glucose monitor was showing an error 4 message when the test strips are inserted. The meter also changed unit of measurement to mg/dl. It appears from the information that the meter was exhibited the memory overwrite malfunction causing the units to change to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.